Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the reported balloon rupture appears to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, lesion in the right superficial femoral artery. The 5mmx60mm armada 35 balloon dilatation catheter (bdc) was advanced to the target lesion for pre-dilatation and during the first inflation to 10 atmospheres the balloon ruptured due to calcification. The bdc was removed from the patient anatomy and a 4x60mm armada 35 bdc was used to successfully complete the procedure. There were no adverse patient effects and no reported clinically significant delay in th procedure. No additional information was provided.